Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Given that the phenomenon was not duplicated at the repair department, it may have occurred because the light source cable was not connected correctly. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported dimming failure and severe white light halation with the subject device during preparation for use of an unknown procedure. There was no harm or user injury reported due to the event.